Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed a cartridge alarm 35, and it did not occur during the load process. The caller had no previous reports of this particular alarm with the pump serial number. Technical support guided the caller to remove the cartridge from the pump and deliver a 9-unit bolus, informing that insulin on board (iob) would be affected. The following day, the patient changed out the cartridge to resolve the issue.